Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received constant alarms because the sensor needed calibration but the calibrations were not accepted. When the customer removed the sensor, the cannula was broken. The sensor cannula was still in the customer's body. Customer's blood glucose level was not reported. The device was not returned.